Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. During the index procedure, it was reported that the left external iliac was ruptured with a pta balloon, the patient was then treated successfully. As per the physician, the cause of the event was due to anatomy and the iliac rupture was not related to the valiant stent graft.